Event description:
During initial access of artery using a micro puncture needle and wire set, the tip of wire was shaved off and left in pt. Using another product and company equivalent the same event happened and a second tip was shaved off and left in patient. Surgically removed. Date of use: (B)(6) 2014. Reason for use: cardiac catheterization.